Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The pediatric patient experienced a sensor error 8 days after it was inserted into the abdomen. On (B)(6) 2024, the patient experienced a sensor error for approximately three hours before the patient¿s mother noticed the cgm (continuous glucose monitor) was not providing any readings. The patient had increased thirst, was vomiting, and had ketones. The patient¿s bg (blood glucose) meter reading was 567 mg/dl. The patient¿s mother took her to the ER (emergency room). At the ER, the patient was diagnosed with diabetic ketoacidosis and treated with insulin (route unknown). The patient¿s sensor was also removed. The patient was discharged home after being in the hospital for less than 24 hours. The patient was in stable condition at the time of the report. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis